Event description:
The customer reported via phone call that they had experienced high blood glucose levels. The customer's blood glucose was 434 mg/dl. The customer expressed no symptoms related to high blood glucose. The customer was hospitalized at the time of the call, but the hospitalization was due to lung fungus and unrelated to diabetes. The customer explained their high blood glucose was due to running out of battery and insulin. The customer stated that they would treat their blood glucose with food. During troubleshooting, the customer stated that the drive support cap appeared normal. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that they would monitor the issue and call back if issues recurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.